Event description:
It was reported, the light source would completely shut off by itself. The team would have to reactivate the unit by pressing the off/on button as if they were turning it on for the first time for the unit to function again. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the olympus lamp bulb had been used for over 500 hours and reached the end of its life. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A correction has been made to a1 from the initial medwatch. As the patient identifier number was incorrect upon submission. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, and h6. Health care professional¿ marked ¿yes¿ and occupation marked ¿other healthcare professional,¿ which was missed in the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, inspection and testing was unable to confirm the reported " unit would complete shut off by itself"; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the issue was found prior the procedure start, no delay and the intended procedure was finished with the same device.